Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2022, the multiloc insertion handle had been damaged prior to the case, and the surgical team had great difficulty with the alignment of the aiming arm on the insertion handle. There was no consequence to the patient. The surgery was completed successfully with about a 1-minute delay. This report involves one insertion handle for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is a j&j employee. Part: 03.019.006. Lot no: 7531805. Release to warehouse date: 15 nov 2011. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the weld holding the round pin, broke. The pin was not returned for evaluation. No other problems identified. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the insert-handle f/multiloc hum nail syst, p/n: 03.019.006 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.